Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in office for a normal follow-up. Interrogation revealed out of range high, hvli. In clinic check, impedance was within the range. Isometrics did not show noise. The patient will continue to be followed normally.